Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had a right total hip arthroplasty put in (B)(6) 2007 and has complained of pain ever since the initial surgery, groin pain specifically. Once surgeon began revising the acetabular component, he noticed the acetabular shell was grossly loose. The doctor opted to revise cup using a primary tritanium cluster shell and an mdm liner.

Manufacturer narrative:
An event regarding alleged trident shell loosening was reported. The event was not confirmed. Device evaluation not performed as no devices were returned for evaluation. Device history review indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. This device and event are determined to be within the scope of CAPA (B)(4) for trident loosening. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient had a right total hip arthroplasty put in (B)(6) 2007 and has complained of pain ever since the initial surgery, groin pain specifically. Once surgeon began revising the acetabular component, he noticed the acetabular shell was grossly loose. The doctor opted to revise cup using a primary titanium cluster shell and an mdm liner.